Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (add gel messages) has been confirmed. Upon investigation the electrode belt was unable to complete essential performance testing. The cause for the failure was the dn to rear cable was pulled from strain relief and all the wires were severed. The root cause for cut cable was physical abuse. No adverse event resulted from the damaged belt.

Event description:
A us distributor reported that a patient was experiencing add gel messages.